Event description:
The customer reports that during intubation the pt's test is performed by the physiotherapist. Who reports that the ball tube "deflated". The customer confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis, but has yet to be rec'd.